Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their top incisors are now angled forward and are sitting at different levels. Their top front 4 teeth are crooked and angled in a very weird way. Advised patient to do a 2 week rest and to update on condition of their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.